Event description:
A (B)(6) male pt's electrode belt was returned to zoll for an unrelated issue. Upon service investigation the electrode belt and multiple damaged cables.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the distribution node (dn), trunk cable, front te cable, and ECG c and d cable were missing. In additional the dn to rear te cable was pulled from strain relief. The root cause for the damaged cables cannot be positively determined but is likely physical abuse, in the form of excessive force on the cables. No adverse event resulted from the damaged cables. There is no evidence to suggest that the electrode belt was defective during pt use.